Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that episode review was requested for this implantable cardioverter defibrillator (ICD) system. It was noted that there was no right atrial (ra) lead, and either oversensed myopotential noise or atrial tachycardia was observed on the shock channel. The health care professional (hcp) inquired about anti-tachycardia pacing (atp) that was delivered, and technical services (ts) explained that rhythm ID was not met. Ts reviewed programming options and recommended reviewing patient history and indications. This ICD system remains in service. No adverse patient effects were reported.